Event description:
It was reported that the ceramic head fractured. The head was implanted in 2001. The patient had a revision to remove the fractured head (right side). The surgeon also reported in this surgery report that the patient had fallen several times at the beginning of 2006 on his right knee.

Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the manufacturing facility. When completed, the evaluation summary will be submitted in a supplemental report.